Event description:
It was initially reported that the participating surgeon had several issues with the zimmer air dermatome ii handpiece. It was observed that the thickness of the width plates were too thick resulting in a need for increased pressure during harvesting by the surgeon. Additionally it was observed that the cutting blades would not only oscillate from side to side but also front to back and debris was collecting on the brass ring.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow-up medwatch will be submitted once the investigation is complete.